Event description:
Anesthesia found that the gas sampling line was occluded preventing an end tidal c02 reading and verification of endotracheal tube placement. Anesthesia recognized the problem and changed out the line. No injury to patient. On investigation, we discovered this had happened 3 weeks prior and the batch of lines were returned to manufacturer for replacements.